Manufacturer narrative:
H.6. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (not drawing) due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle is not drawing. This was discovered during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: unknown (provided 7198319). It was reported the humalog is not drawing into the syringe. Consumer reported feels the humalog is not drawing into the syringes on several packs of syringes from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle is not drawing. This was discovered during use. The following information was provided by the initial reporter: material no.: 324911 and batch no.: unknown (provided 7198319). It was reported the humalog is not drawing into the syringe. Consumer reported feels the humalog is not drawing into the syringes on several packs of syringes from this box.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-02-24.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle is not drawing. This was discovered during use. The following information was provided by the initial reporter: material no.: 324911; batch no.: unknown (provided 7198319). It was reported the humalog is not drawing into the syringe. Consumer reported feels the humalog is not drawing into the syringes on several packs of syringes from this box.